Event description:
It was reported that this device had false atrial fibrillation episodes due to t-wave oversensing via reduced intrinsic amplitudes. The smartpass feature had programmed itself off and there was also some undersensing due to the decreased intrinsic amplitudes. Later, it was reported that the patient had two inappropriate shocks due to t-wave oversensing via a change in intrinsic morphology. Technical services advised some programming options as well as re-doing the template. There were no additional adverse patient effects. The system remains implanted.